Event description:
Information received by medtronic indicated that the insulin pump had no delivery alerts, batteries were lasting a week, louder during rewind process, motor was making grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated no delivery alerts, the batteries are only lasting a week, louder during the rewind process, motor makes a gridding noise pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. No unexpected rewind/gridding noise anomalies noted no excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Pump history download using thds was successful. However, there is no data available on (B)(6) 2021 unable to perform data analysis for no delivery, prime and low batt complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.